Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he had experienced a button error alarm 3 or 4 days ago. Customer stated that he reverted back to shots and was unable to get the buttons to respond. Customer took the battery out to shut the alarm off. Customer tried changing the battery but it did not work. Customer's blood glucose was 220 mg/dl at the time of the incident. Customer was on vacation and believes the pump could have been exposed to moisture. Customer could have splashed the pump water but stated that he did not submerge the pump in water. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump was received with button error alarm and had unresponsive buttons due to corroded keypad traces. No moisture damage on electronic assembly during visual inspection. The insulin pump had minor scratches on lcd window, cracked case at display window corner, cracked belt clip slot and cracked reservoir tube lip.